Event description:
A registered nurse reported during an ent surgery that the software became unresponsive while navigating the straight or curved suction. They could not re-verify the instrument in the "navigate" task. However, when they went back a step in the software to the "register" or "verify instruments" task and then went back to "navigate," they were able to re-verify the instrument and continue navigating. There was no impact on the patient.

Manufacturer narrative:
The reporter declined to provide patient demographic information. A medtronic representative visited the site to test the system and was unable to replicate the issue. System is performing properly.